Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was fractured. High lead impedance was observed with no sensing/pacing. Lead was explanted and replaced.